Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon performed a forth revision surgery on a periprosthetic fracture, due to non-union. A plate and four (4) lock and compression (lcs) periprosthetic screws were removed. Original surgery details are unknown. The first 2 revisions were planned. The third revision was for a total hip, where a long stem hip implant from competitor and synthes de-rotational plate was put in. The plate was subsequently revised (B)(6) 2015. The failure to heal was not being correlated to the plate in this case, as the implant was not fractured or damaged in any way and was supporting the main fixation which is the total hip joint stem. Report is for one plate and four (4) lcs periprosthetic screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Pt age and weight: unknown . Implant date: unknown . The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.